Event description:
The event date for the previously reported gi bleed is (B)(6) 2012.

Event description:
One endeavor sprint drug eluting stent was implanted in the rca during the index procedure. Approximately 22 months post index procedure a gi bleed occurred due to a stomach ulcer. An upper endoscopy was performed and patient was treated with drugs. Investigator indicated that the event was not related to the study device but possibly related to the antiplatelet study drug. Patient is in remission. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure ¿ (haemorrhage). (B)(4).